Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and sweating and was unable to self-treat. The customer's son called the paramedics and they administered a glucose shot (dose unknown) for treatment. Before the paramedics arrived the customer received a low reading of 51 mg/dl on the adc device, after the paramedic administered the glucose shot a reading of 200 mg/dl was obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.